Manufacturer narrative:
The biomedical engineer (bme) reported the central nurses station (cns) had a recovery blue screen: error code: 0xc0000221. They already performed the hard drive (hdd) troubleshooting steps requested by technical support (ts) for both drives, but the issue persisted. The bme ordered two new hdds to repair the cns. The patients were being monitored by a secondary monitor (rns), and there were no reports of harm or injury. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported the central nurses station (cns) had a recovery blue screen: error code: 0xc0000221. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported the central nurses station (cns) had a recovery blue screen: error code: 0xc0000221. They already performed the hard drive (hdd) troubleshooting steps requested by technical support (ts) for both drives, but the issue persisted. The bme ordered two new hdds to repair the cns. The patients were being monitored by a secondary monitor (rns), and there were no reports of harm or injury. Investigation summary: the evaluation of the returned device was not able to duplicate the reported issue of the blue screen. The cns was unable to power-on self test (post) during evaluation. The motherboard was found to be defective and needed to be replaced. Though the blue screen was not duplicated, it is likely that the blue screen was related to the defective motherboard. Hardware failure could come as a result of physical, fluid, heat, or electrical damage. Physical damage could occur due to impacts with objects and other surfaces. Fluid intrusion would result in electrical damage to internal components as well as possible corrosion. Heat damage could occur due to improper maintenance or placement. Electrical damage could occur during a power outage or power surge. Nk will continue to monitor and trend similar complaints.

Event description:
The biomedical engineer (bme) reported the central nurses station (cns) had a recovery blue screen: error code: 0xc0000221. No patient harm was reported.